Manufacturer narrative:
(B) (4).

Event description:
The catheter was explanted and not replaced ((B) (6) 2009). It was unclear if there was a leak in the catheter; there was re-accumulation of csf at the pump site three weeks after the pump was replaced ((B) (6) /2009). The drug in the pump was reported as sufentanyl and bupivicaine. A f/u report will be sent when add'l info becomes available.